Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) and power management board were replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a system failure preventing mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Correction to block h10: the ventilator interface board was replaced in addition to the anesthesia control board to resolve the reported issue.